Manufacturer narrative:
Additional information indicates that the previously submitted device code of (B)(4) no longer applies to the event, and should be replaced with the assigned device code.

Event description:
Additional information was received from the patient on (B)(6) 2016 stating that there were no changes in circumstances leading up to the adaptive stimulation turning off. It stopped being able to adjust level or make connection with the "device controller". The issue of the adaptive stimulation turning off on its own was resolved after the patient was sent a new device controller. Additional information was received from the patient again on (B)(6) stating that it wasn't turning off on its own. The device controller wasn't making a connection to the implanted device due to the unit no longer working. The adaptive stimulation was working at the time of follow up.

Manufacturer narrative:
(B)(4).

Event description:
A patient reported on (B)(6) 2016 that their adaptive stimulation had turned off on its own. Troubleshooting had been performed, and adaptive stimulation was not activated. The patient was then assisted in turning adaptive stimulation back on. The patient stated that it had stopped working sometime the previous night. No related patient symptoms were reported, and the indications for use were non-malignant pain and complex regional pain syndrome type 1. Follow up efforts have been initiated to determine the contributing circumstances, and whether the adaptive stimulation issue had been resolved. A supplemental report will be submitted if additional information is received.